Manufacturer narrative:
G4:24feb2021; b4:01mar2021; h11:g5:k102985. H10: the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to clean the filter and check the cooling fan. The fse replaced the filter and performed maintenance to resolve the issue and bring the device back to functionality submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18dec2020.

Event description:
It was reported to philips that the device during start-up had a high blower temperature. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.